Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where the patient¿s middle name was not crossing over. Twins in the neonatal intensive care unit (nicu) could not be differentiated in pyxis, as both appeared with the same name. In cerner, they were listed as a and b; however, this information did not cross over from the electronic health record (ehr) system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient's middle name was not crossing over. A technical support specialist (tss) dialed into the server to locate the twin patients and identified records listed as girla and girlb. The tss then reached the nicu unit and spoke with customer, who confirmed that the patients' names were now displaying correctly as girla and girlb. Review of xml message logs from the pyxis es system showed that both patients were initially admitted with the same first name (girl) and without a middle name for differentiation. Subsequently, the records were updated by adding middle names. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.